Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced occlusion at site event on (B)(6) 2024. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6007052 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of reference samples buid-umd version 12 for the code "occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified)" complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instruction version 17, test on returned reference samples, 5 samples out 5 samples passed the test. Functional test 1 according to with work instruction version test on returned reference samples, 5 samples out 5 samples passed the test. A batch record review was conducted resulting in the following: the lot 6007052 was manufactured according to the document version 96 on the packing process in the machine 10, on 11/may/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.